Event description:
Pt reported that on (B)(6) 2010 attempted to give a bolus and none of the buttons on the infusion device were responding. Advised pt to change the batteries. Pt did not have infusion device in stop mode; device displayed an e8 (power interrupt) alert. Advised pt to press check button. Pt reported the check button was not responding and device made no bleeping sound. Pt stated none of the other buttons were responding. Pt switched to pen therapy. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.